Manufacturer narrative:
Initial and final (B)(4) device 4 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. Patient complained about eight infusion sets fell off. Event took place on (B)(6) 2024. The infusion set was in use for few hours. No further information available.